Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument failed the electrical continuity test. There was no obvious damage to the conductor wire(s). The housing was removed and the conductor wires were detached from the energy instrument identification bipolar (eiib). The eiib passed continuity while one of the wires failed. While keeping the connection between the conductor wire and the multi-meter, the wire was then moved around and as it was being moved, the resistance displayed on the multi-meter changed from high resistance to zero resistance. The conductor wire was removed from the main tube and found severed about two inches from the proximal end of the wire. The section of the wire that was attached to the grips passed continuity while the most proximal segment failed. Since there was no obvious damage to the insulation, the breakage in the wire occurred internally. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument did not cauterize tissues when the surgeon stepped on the pedal. A backup mbf was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter who provided the following additional information. The mbf instrument initially energized and worked before stopping. The customer performed troubleshooting by changing 3 cables; however, the issue persisted. No errors or messages were generated as a result of the instrument issue.

Manufacturer narrative:
Additional information can be found in the following sections: g7 and h10. Advanced failure analysis investigation determined the conductor wire was broken within the insulation and thus was not exposed, eliminating any potential arcing risk. There is no risk of an adverse event to the patient when there is no energy delivered. Based on the additional findings, the event is no longer reportable due to the following conclusion: there was no reported injury to the patient. The conductor wire was found to be broken with no damage to the insulation, thus eliminating the risk of potential arcing.

Event description:
Refer to h10/h11 for follow-up information.